Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the right side.